Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib function, and the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report for blank screen was not replicated or confirmed. The device was put through extensive testing including functional testing and bench testing without duplicating a malfunction to the device. The report of the defib self-test failure was observed during review of the device data logs. However, could not be duplicated during evaluation. During internal inspection water ingress was observed on front enclosure and monitor board connector which may have contributed to the customer's report. The monitor board and front panel were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.